Event description:
It was reported that the customer's insulin pump alarmed an error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the displacement test as a result of excessive motor axial play.